Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing became loose and came apart from the quick release while the quick release and the site remained intact. His blood glucose level was affected by this incident as when the tubing was disconnected from the quick release, the pump did not alarm and his blood glucose level increased to 400 mg/dl. The site chosen was the abdomen, the pump was in his pocket and the tubing went up to the site. This happened five times last year and five times in the past two months. There was neither stress nor pull on the tubing and the pump was not dropped with set in place. No further information available.